Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle opened all the way and nothing came out. When the handle was actuated, the loop never moved inside the sheath. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿satisfactory."

Manufacturer narrative:
Visual evaluation of the returned product found the flare detached. The handle cannula is not detached. The detached flare did not allow the extension and retraction of the device. The complaint that there was no loop movement when the handle was actuated was confirmed; the detached flare prevented snare extension. Additionally, the device has evidence of flare process. The most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle opened all the way and nothing came out. When the handle was actuated, the loop never moved inside the sheath. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory."